Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent 3cg wire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 3cg stylet. The sample contained blood residue throughout. The core wire had been bent at the proximal end of the t-lock assembly and several kinks were seen within the magnetic tip. Microscopic examination of the magnetic tip confirmed seven kinks in the tubing; all kinked about the same radius and all were located in a region between 3.2cm-6.3cm from the distal tip. Further review found that the inner support wire, within the magnetic tip, was also kinked. The polyimide tubing was not torn and appeared to have been normally formed and assembled. No apparent manufacture damage or defect was observed. The observed damage was not likely to have occurred during manufacture or shipment due to the conditions required. During the assembly process, each stylet is inspected for damage and procedures are in place to assure the stylet is not damage following assembly into the catheter. This type of damage can occur if the stylet tip is pulled across a sharp angle, resulting in permanent kinking of the magnetic tip. A lot history review (lhr) of recr0953 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0953) have been reported from the same facility.

Event description:
It was reported that the 3cg stylet was noted to be bent after "normal" placement of the PICC. On 07/19/2018: sample evaluation found stylet kinked.